Event description:
The event is reported as: complaint alleges: customer stated the staples are not coming out of the stapler. The first staple came out, then the stapler stopped working. No reported pt injury.

Manufacturer narrative:
DHR review did not show any issues related to the complaint. Complaint cannot be confirmed since the sample was not available, therefore, it is not possible to determine root cause. No corrective actions taken.